Event description:
It was reported that the anesthesia workstation failed indicating a safety valve error. There was no patient harm. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Based on the information collected to date there is no information according how the issue was resolved. No details have been obtained in regards which part turned out to be the source of the issue. The safety valve protects the patient from high pressures. If the pressure is too high the safety valve opens and fresh gas is let out to evac to decrease the inspiratory pressure. The valve is connected to the channel delivering fresh gas from the vaporizer to the patient cassette. The safety valve membrane is easy to remove for inspection and cleaning. A gas channel for reflector gas is integrated in the safety valve but the channel is not connected to the safety valve function. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 11/12/2021. Corrected manufacture date: 11/08/2021 h3 other text : 4117.